Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor was giving inaccurate readings causing the threshold suspend feature to trigger on the insulin pump. Blood glucose was 175 mg/dl and sensor reading was 60 mg/dl. Event occurred at night and kept waking up the customer. Customer was unable to troubleshoot, he was at work. Customer was advised to call when issues occurred to perform troubleshooting on anomaly. No further information reported.